Manufacturer narrative:
It was reported from the site that the patient initially reported higher flows of 6.6-7 on (B)(6) 2017 with an international normalized ration of (inr) of 3.3. Lactate dehydrogenase (ldh) was drawn that day, and we continued to monitor and ldh was 348. On (B)(6), patient reported dark urine with continued high flow.  Recheck of inr per home inr meter was 3.8. At that time, doctor had patient admitted for suspected thromboembolism. Ldh was then over 1100. There were no high flow or high power alarms. Patient was admitted on (B)(6) 2017. There were no invasive procedures completed, the patient was simply treated with heparin infusion.  The ldh as well as power and flows returned to baseline. No additional information available. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated sections. Corrected sections. The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event could not be confirmed via review of controller log files since log files were not available for analysis. Of note, it was reported that the patient was admitted for suspected thromboembolism and treated with heparin infusion. The power and flows reportedly returned to baseline following the treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the reported "high power" event including but not limited to thrombus formation/ingestion, high flows, high rpms. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4). It was reported from the site that the patient was hospitalized for a pump thrombosis and was listed for a heart transplant and then upgraded to a 1a and put on heparin. It was stated that the patient was within therapeutic range of partial thromboplastin time ptt) 60-99. Computerized tomography (CT) scan of the head was done. Currently outpatient, listed as a 1b, awaiting heart transplant. On coumadin with a lower international normalized ratio (inr) goal of 1.5-2.5. Patient was stated to have been discharged on (B)(6) 2017. It was further stated that the sight has improved, but still not 100 percent (%). No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remails implanted.

Event description:
It was reported from the site that the patient had a right occipital hemorrhagic cerebral vascular accident (cva) with complaints of having double and blurred vision. No additional information available.